Event description:
It was reported that the stimulation was in the wrong location. It was noted that the patient was pretty sick and was now well enough to adjust the implantable neurostimulator (ins). It was noted that the patient stated that they would turn the ins down but every time they turned it back on it was back to where it was and it ¿truly knocked them off their feet.¿ it was noted that the before the patient¿s back surgeries they could not get it in the correct location. It was noted that the specific issue started after the last back surgery which was ¿about 6 months ago.¿ it was noted that the sickness was unrelated to the ins. Additional information received reported that the issue resolved. It was noted that the patient had unrelated surgeries and had been in pain, so the patient decided to turn stimulation on and use it. It was noted that the patient met with the manufacturer representative and the manufacturer representative showed the patient how to use the stimulation and they had it turned all the way up and that was why it felt so strong. It was noted that settings were adjusted and everything was fine.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported in (B)(6), the patient¿s left side was vibrating even with the implant turned off. The patient went to see the rep and was told that her system was fine and that she could go to her aquatic exercise class. While the patient was on the treadmill, the system went ¿berserk¿ and she almost drowned because the leads ¿attached.¿ the lead had reportedly ¿dropped.¿ the patient was going to get surgical leads next time so it wouldn¿t ¿drop.¿ information regarding this event was previously reported in MFR report # 3004209178-2014-05960. Any additional information received pertaining to the previously reported event will be reported under the current MFR report #.